Event description:
The nasal laryngoscope had a tear in the surface which the leak tester did not identify. When the reporter talked to the MFR, she was told that fluid can seal off a leak underneath the surface. The reporter is concerned that if cleaning fluids could get underneath the surface and seal off a leak that is not detected then body fluids could do the same, creating a potential for problems.